Manufacturer narrative:
(B)(6). No product was returned for analysis. Based on the evidence, smiths medical is unable to confirm the reported complaint and the root cause is unknown. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
Information was received indicating that a patient receiving levodopa/carbidopa via a smiths medical cadd-legacy® duodopa pump had accidentally pushed the "boost" button instead of the morning dose button. No adverse effects were reported and the patient initiated the morning dose.